Event description:
Ran flow test and after 6 minutes, the screen displayed "error".

Manufacturer narrative:
Device evaluation results: this incident was identified during an audit of the service notification database, and has been added to the complaint tracking system. A review of the serial history of this pump indicated that it has not been inspected by the manufacturer since its purchase in (B)(6) 2007. As this incident was originally processed through the service dept., the operations log is not available for review. B. Braun completed an evaluation of this pump per the procedure for pump returns. During this evaluation, the reported failure was reproduced, and it was determined that the display board failed in use. The display board was replaced. Additionally, the main board was updated to the current version and the pump was tested per the routine repair testing requirements. The pump met all final inspection criteria. This was determined to be an insolated event. The facility reported no patient injury related to this complaint. The pump was returned to the customer in (B)(6) 2010 and as of (B)(6) 2011, this pump has not been involved in any further complaints.